Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited episodes of mode switching due to oversensing of far r-waves. On (B)(6) 2017, the asymptomatic patient presented in-clinic and the device was reprogrammed.